Manufacturer narrative:
Device evaluation not possible as it is discarded by customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an unknown indication for spinal therapy. It was reported that during procedure,extender was being released from the screw and upon release the surgeon noted that a portion of the tip had broken off. Piece was retrieved from patient without incident. Product will not be returned as customer discarded product. There were no fragments left in the patient. There were no patient symptoms or complications as a result of this event. (B)(6) 2020 (rep): procedure used is posterior l5 / s1 fixation.